Event description:
The customer reported the device has an EKG (ECG) connector issue. The symptom was further clarified as a failure to display ECG. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).